Manufacturer narrative:
Patient information requested and all available information is included cardinal health has requested to the reporter that if the event reoccurs to save the tubing to be returned for evaluation. Date of event: sometime in 2009.

Event description:
Customer reported that a chemotherapy infusion was being administered to a patient using an administration set through a gemini pump. The pump door was opened and the chemotherapy solution sprayed out, squirting the nurse's eyes from the tubing pin hole located above the lower fitment of the silicone segment. The nurse was seen by an ophthalmologist who prescribed eye drops. The nurse recovered without any further issues. The tubing for this event were discarded.